Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved properly after using a 5f mynxgrip vascular closure device (vcd). It is stated that it seems that the sealant was not released properly. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) with a retrograde approach. There was no difficulty removing the device from the sterile packaging. The user states that the sealant did not visibly come out of the device, but it did not seem to be properly deployed. The sealant did not stay attached to the device. The sealant was not deployed intravascularly. The sealant was not exposed above the skin. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The user is trained to the device. The device was prepped, stored and used according to instructions (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was not received for evaluation and the stopcock was found open. The advancer tube was observed to have remained in the shuttle cartridge tubing as received. It was noted that the sealant was exposed to blood. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and distance between the proximal and distal tamp locks, and measurements were noted to be within specification. A simulated deployment test to ensure functionality of the returned device was performed. Resistance was felt because of the sealant that was exposed to blood. The sealant adhered to the catheter shaft and prevented the shuttle from advancing distally. The sealant was removed, and the shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). During visual inspection at high magnification, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. A product history record (phr) review of lot f2223707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the issue with the sealant reported since there were no anomalies noted during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved properly after using a 5f mynxgrip vascular closure device (vcd). It is stated that it seems that the sealant was not released properly. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) with a retrograde approach. There was no difficulty removing the device from the sterile packaging. The user states that the sealant did not visibly come out of the device, but it did not seem to be properly deployed. The sealant did not stay attached to the device. The sealant was not deployed intravascularly. The sealant was not exposed above the skin. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The user is trained to the device. The device was prepped, stored and used according to instructions (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223707 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.